Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had excess heat and the cutter insertion was rough. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings were worn and loose, which resulted in a difficult insertion of the cutter device and the device to run hot. Therefore, the reported condition was confirmed. It was determined that worn and loose bearings created a situation where the cutter device was not able to be inserted. If a cutter device was able to be inserted with this type of damage and the device ran, heat would have been created from damaged bearings. The assignable root cause was determined to be due to worn and damaged bearings that were no longer in axial alignment from excessive force or side loading during use, which is misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.